Event description:
It was reported that after completing a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was inspected, and customer observed thermal damage on the resin. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer confirmed that the issue was identified after the surgical procedure. There was no additional information available to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. Additional observation found excessive amount of dried residue around the clamping pulley cable grooves. This observation is unrelated.

Event description:
Refer to h10/h11 for follow-up information.